Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting diaphragmatic stimulation, high threshold measurements and intermittent sensing issues one day following implant, noted at the pre-discharge check. The lead was repositioned and measurements were normal. The lead remains in service. Should additional information become available, this event will be updated as necessary.